Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Information was received via a consumer their pump which was used to deliver dilaudid with an unknown dose and concentration. The indication for use is non-malignant pain, cervical/neck. On (B)(6) 2015, the consumer reported that their pump ran dry in (B)(6) 2015. The patient was told that the pump would be turned down and taken out. The patient¿s father got upset about poor treatment and he said something to the healthcare professional (hcp), the hcp disagreed and the patient left the appointment and she has not heard back from the hcp since this incident. It was noted that the pump is now alarming. The caller said that she is not sure that the hcp was putting actual medication in the pump. The patient had been to the emergency room and is not having withdrawal symptoms. The patient wants the pump removed. The patient requested physician listings to find a new hcp. Further follow up was done to determine if the alarm was resolved and what steps had been taken to resolve the alarm.